Manufacturer narrative:
(B)(4): the meter passed testing , met specification, and no were faults found. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the strips failed for control solution low.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging a onetouch verio iq meter was displaying an inaccurate high reading. The patient did not allege any harm or injury due to the reported issue. The patient reported obtaining a reading of "10.7 mmol/l" with the lfs device and "7.4 mmol/l" on another device. Based on statistical methodology the calculated difference of the readings exceeds the expected value of <=30%. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient performed a meter vs. Another meter comparison where the calculated difference meets lfs' criteria for accuracy reporting. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.